Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician attempted closure of an anteriotomy site with the starclose device following an unknown procedure. The device became stuck in the patient's groin. The safety release button was activated and counteractive force was used to remove the device. The patient complained of pain and was given sedation during the removal process. Hemostasis was achieved with the clip.